Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 10:20:04. During night drain cycle one, the patient's ultrafiltration reading was 457ml, indicating the home patient (hp) drained 457ml more than their maximum programmed fill volume of 150ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect at initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.